Event description:
It was reported there was a loss of therapeutic effect starting approximately 1 month ago. Communication could not be established b etween the programmer and the device. The programmer status lights were assessed and only the 9v battery light was displaying on the programmer. There was no known accident or incident related to the event, and it was noted the device had never been checked. A revision was performed about a week later to replace the device, however during the revision it was noticed that the lead was fractured and not responding correctly. It was noted when the device was being explanted, the surgeon attempted a series of "hard pulls" on the device to remove it from the pocket. Upon inspection of the lead it was observed the plastic sheathing had pulled away from where it met electrode 0. Impedances were measured and every combination was >4000 ohms. The appropriate motor response was also checked, but no motor response was visible on any electrode. The lead needed to be replaced, but the replacement was not performed at the time because the patient was taking plavix. Per the reporter, the patient recovered fully from the procedure, and a lead revision was going to be scheduled for a future date.

Manufacturer narrative:
Product ID 3095-10, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type extension, product ID 3093-28, lot# v008360, serial# implanted: (B)(6) 2006, explanted: product type lead, product ID 3031a, lot# serial# (B)(4), implanted: (B)(6) 2004, explanted: product type programmer. (B)(4).